Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis reported as "many episodes of peritonitis". The cause of the events were not reported. It was not reported if the patient was hospitalized for the events. The patient was treated with an unspecified anti-inflammatory drug (dose, route, frequency and duration were not reported) for the events. At the time of this report, the patient has not recovered from the events. Pd therapy was withdrawn during the treatment. No additional information could be provided as the reporter declined follow-up.